Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture". This record is for the left side. Device was explanted.

Event description:
Healthcare professional reported "rupture". Later, healthcare professional reported "implant showed only mild stretching, with no cracks or rupture identified". This record is for the left side. Device was explanted. This record is being un-reported.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, h6